Event description:
The customer stated that he tested his blood glucose using his breeze meter and received a reading of 400 mg/dl. He then tested using a reli-on meter and received a reading of 125 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Replacement test strips were sent to the customer, but he declined to send back the test strips in question, as he thought his testing technique was the problem.